Manufacturer narrative:
(B)(4). 3004753838-2024-094827, 3004753838-2024-094827-01 and 3004753838-2024-094827-02 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and there was a patch tear. The allegation was confirmed, however, it was found that a physical damage to sensor occurred. Probable cause could not be determined.

Event description:
Subsequent to the initial MDR, an addition is required.